Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that several infusion sets were kinked and were falling off. The customer also reported a motor error alarm. The customer's blood glucose level was 600 mg/dl. The customer did not have the insulin pump with her to troubleshoot. Nothing was replaced or returned.